Manufacturer narrative:
The returned lens was evaluated and found to be torn on the edge. The damage observed on the lens appears to be related to the patient handling of the product. Lens dimensions were not performed due to the condition of the lens. There are no other complaints found for the reported lot number. The treating doctor did not relate the event to a specific product, etiology is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
On (B)(6), 2010, optician reported patient inserted a new contact lens in the left eye and within a few hours, experienced a scratching sensation and allergic type of reaction. The optician advised the patient to go to (B)(6) hospital. On (B)(6), 2010, medical documentation was received from the hospital. Patient presented with corneal infiltrate, epithelial defect, inflammation, and photophobia in left eye. Patient was diagnosed with microbial keratitis. No culture of the eye was performed.